Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed as the lever was opened to deploy the foot. The foot fully deployed without resistance noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported suture malposition could not be confirmed due to components were not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Factors that contribute to suture malposition during knot advancement may include, but are not limited to, patient anatomy (friable artery) or user technique (knot tensioning angle not coaxial), knot jams in subcutaneous tissue. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly, resistance was felt when attempting to close the foot; however, step 4 was able to be completed and the suture ends were harvested. Resistance was also felt when removing the device. After removal, the foot was noted to be partially open even though the lever was closed. The suture was attempted to be tightened, but it came out of the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.